Event description:
It was reported the customer experienced intermittent occlusion alarms that continued to recur. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.